Event description:
Caller states that they tested with their freestyle meter receiving readings of 209 mg/dl and 118 mg/dl within a few minutes of each other. Customer was experiencing symptoms of hypoglycemia and treated themselves by ingesting "lemonaid" and chocolate.